Event description:
Report due to device not sealing perforation resulting in pt death. The pt presented with significant coronary artery stenosis. Pt was considered an inoperable candidate due to their multiple co-morbid conditions, including dementia. The pt's coronary artery stenosis was being treated in a "staged manner." In 04/2005, the pt had angioplasty and taxus stent placement to the left anterior descending (lad). Pt had also been placed on an intra-aortic balloon pump (iabp). The iabp had subsequently been removed and the pt returned six days later for a "salvage procedure" of the left circumflex (lcx). The physician was performing a rotoblation of a "totally occluded" lcx when a perforation occurred. The perforation occurred in the "distal left main ostial circumflex region." A pericardial needle was immediately inserted into the pericardial sac." The pt had no hemodynamic instability at this time. Cardiothoracic surgery was consulted and it was decided that a graftmaster stent graft would be attempted in order to seal the leak. The graftmaster was positioned in the "distal circumflex proximal left anterior descending " artery. The stent was deployed at eighteen (18) atmospheres; however, there was still a "persistent leak." The pt became "hemodynamically unstable requiring (unspecific inotropic support. " the pt was transferred to the intensive care unit with a pericardial drain and a temporary pacemaker. The physician discussed the pt's poor prognosis with their family. Pt was made a do not resuscitate (dnr) an lated died.